Event description:
Ous MDR. After an implantation time of about one month, a complete exit block at 4.8 v with normal impedance and stable unchanging sensing was found.

Manufacturer narrative:
Ous MDR. Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the electrical issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The visual inspection demonstrated a bend in the lead's connector pin. Bending this part requires the presence of mechanical stress. There was no evidence of a material or manufacturing problem. Mechanical stress while implanting the lead should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.